Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, starting a tka surgery assisted with cori, the values for everything seemed off on the real intelligence cori. The distal femur was automatically put into 2 degrees of valgus, posterior femur put into 1 degree of external rotation and the tibia was put into 1 degree of varus and externally rotated by 15 degrees. The procedure was completed, with a delay of less than 30 min, changing to manual procedure. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The case/log files were not provided for review, therefore the reported ¿off¿ planning values could not be confirmed. Based on the complaint description, no reasonable contributing factors could be identified based on the received complaint information and investigation results. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. The clinical/medical evaluation concluded: ¿per complaint details, the values for everything during the tka seemed off on the real intelligence cori¿. Reportedly, the unanticipated orientation/rotation persisted after ¿re-registered all points twice and received same result¿; therefore, the procedure was changed to manual instrumentation with a 0-30 minute surgical extension. It was communicated that ¿the patient was not harmed or injured¿ due to the reported events and the requested clinical documentation was not available. Patient impact beyond the reported surgical delay, abandoning the cori¿ system and subsequent use of manual instrumentation to perform the procedure would not be anticipated as the manual procedure/standardized instrumentation is an approved surgical technique and no patient harm was alleged due to the reported event. The current patient status is unknown. No further medical assessment could be rendered at this time.¿. The failure mode and associated risk have been anticipated within the risk file. As a result of the risk assessment the documented risk file requires further investigation and possible adjustment by the site quality team. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. Based on the investigation, no containment or corrective actions are recommended at this time.